Event description:
I was a healthy, happy, joyful 31-year-old woman living life to its fullest. I went to see my ent for a 3-month follow up after septoplasty/turbinate reduction and fess. I complained of dryness, whistling, and right-sided congestion that was worse during sleep (which were not present pre-surgery). My surgeon, dr. (B)(6) medical center diagnose me with enlarged "swell bodies." He did not consider a septal perforation, which in retrospect was likely the real cause. I was not counseled as to what a swell body was, and was led to believe this was abnormal. I was made to feel there was swelling since my surgery that needed revision. Actually, more than half of people (or more) have septal swell bodies--they are normal, and essential, nasal anatomy. I was not given the option between conservative treatment by steroids or radiofrequency coblation. Instead, I was immediately ushered into another room and dr.(B)(6) used an olympus clh-sc device with a probe to injure these "swell bodies" and reduce them. Since that day, I have felt too dry and too open. 4 weeks after the treatment, I had a septal perforation and symptoms of empty nose syndrome--a debilitating condition that has absolutely plummeted my quality of life--which has no present cure. I am debilitated daily by a numb nose, cannot feel my breathing, shortness of breath and/or a "too open" feeling, heightened anxiety and depression, poor sleep, inability to function in my daily life, tight chest, and chronic lethargy. I suffer from depersonalization, brain fog, poor memory, and suicidal ideation as a result of my inability to take a full, satisfying breath. I never had suicidal ideation previously. The operation with this device has thrown my nervous system into overdrive, which I have to fight every day to try and calm. It is exhausting, to say the least (a huge understatement). I reported these symptoms to dr. (B)(6) and he told me I was "still healing." It is now 8 months since the 10-minute in-office procedure, and I am worse than I was at the start. I can barely keep my job, my social life is essentially non-existent, I no longer smile or laugh, and I can hardly complete daily life chores like laundry or grocery shopping without great effort and suffering. The olympus clh-sc device, and dr. (B)(6) poor judgement, have completely ruined my life. I believe these radiofrequency devices are marketed as safe when they are not. You can do a lot of damage in the span of mere minutes--in an in-office setting--damage that can never be repaired for the rest of the patient's life.